Event description:
Our affiliate reports that a pt underwent an arthroscopic shoulder repair with the use of 2 versalok anchors for fixation in 2008. The anchors pulled out post operatively and were found floating in the joint space. A re-surgery two months later, was necessary to remove the anchors and re-fixate with the use of 3 spiralok anchors for repair. This procedure was completed successfully without further issue or harm to the pt. Also see associated MDR 1221934-2008-00421.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject of the f/u report.